Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacemaker had dropped longevity from seven years to five and a half year in a span of three months. Boston scientific technical services (ts) advised the patient to let the physician request for an engineering analysis of the device. To date, the device remains in service. No adverse patient effects were reported.